Event description:
It was reported that this implantable pulse generator was observed to be operating in safety mode. The device was explanted and successfully replaced with another boston scientific device. It is expected to be returned for evaluation. No additional adverse patient effects were reported.